Event description:
The 16mm amplatzer muscular vsd occluder (muscvsd) was implanted in a pseudoaneurysm on (B)(6) 2013. The patient returned to the cath lab on (B)(6) 2013 and the muscvsd was percutaneously removed due to it being insufficiently sized and replaced with an 18mm amplatzer septal occluder.

Manufacturer narrative:
The 16mm amplatzer muscular vsd occluder was received at sjm and decontaminated. The occluder was grossly and microscopically examined and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 8f loader and deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.